Event description:
It was reported that balloon rupture and tip detachment occurred. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to an artery in the leg. When the balloon was deflated for removal, the scrub nurse noticed that it happened very easily and realized that the balloon had burst. Upon trying to remove the 5f introducer sheath, the tip of the balloon came off and was noticed on ir to be on the end of the sheath. A cut down of the leg was performed just distal of the tip of the introducer sheath. The common femoral artery was opened but the tip of the balloon was not evident. It was suspected that the tip may have been removed during aspiration. The procedure was completed with this device and the patient's status was stable. Xray was performed the following day and no evidence of the tip was found in the patient

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter with the pouch. The batch number on the packaging and device did not match the batch number reported for this complaint. There was blood and contrast in the inflation lumen and in the balloon and there was a shaft kink 103.5 cm from the strain relief. Examination under magnification revealed a longitudinal/complete circumferential balloon tear 9mm from the proximal balloon cone waist. There was approximately 24mm of balloon material attached to the catheter. The inner shaft was separated at the tack weld 128.25cm from the strain relief. The distal portion of the device, including the distal portion of the inner, distal tip, and markerbands, was not returned. The shaft was stretched/necked down (3cm long) 103cm - 106cm from the strain relief. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and tip detachment occurred. A 8.0mmx40mmx135cm (4f) sterling balloon catheter was selected and advanced to an artery in the leg. When the balloon was deflated for removal, the scrub nurse noticed that it happened very easily and realized that the balloon had burst. Upon trying to remove the 5f introducer sheath, the tip of the balloon came off and was noticed on ir to be on the end of the sheath. A cut down of the leg was performed just distal of the tip of the introducer sheath. The common femoral artery was opened but the tip of the balloon was not evident. It was suspected that the tip may have been removed during aspiration. The procedure was completed with this device and the patient's status was stable. Xray was performed the following day and no evidence of the tip was found in the patient.